Manufacturer narrative:
A field service engineer (fse) rinsed and checked sample probes, reagent probes, and rinse stations on 12-aug-2021. The fse also replaced the gear pump head. The investigation discovered a non-roche reagent installed in the instrument with additional washing steps on the reagent probes. The investigation found the centrifugation conditions should be checked against the sample test conditions.

Manufacturer narrative:
The investigation confirmed the calibration results were ok. The customer's qc results were not stable. The investigation is ongoing.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for one patient tested on a cobas 8000 c 502 module. On (B)(6) 2021, the patient's initial calcium result was reported outside the laboratory. On (B)(6) 2021, the patient was "called to the emergency room" and a new sample was collected for testing. On (B)(6) 2021, the customer performed repeat testing with the patient's initial sample due to the calcium results not matching. On (B)(6) 2021, the patient's initial calcium result was 1.55 mmol/l. On (B)(6) 2021 and at 10:14, the patient's calcium result with a new sample was 2.31 mmol/l. On (B)(6) 2021 and at 12:25, the patient's repeat calcium result with the initial sample was 2.34 mmol/l. The calcium reagent lot number was 549901 with an expiration date of (B)(6) 2022.